Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: h3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11. Additional manufacturer narrative: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available.

Event description:
It was reported that on (B)(6) 2025, the distal styloid screw is backing out of a volt distal radius plate. Plate needs to be removed at a later date. A new drill hole needed to be made using a free hand technique the surgeon also had problems engaging the far cortex of the screw. Surgery was completed successfully. Surgical case completed and no other events case completed. Plate is still in the patient and will be removed after the patient heals.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: b5, d6a, d10 (concomitant), h6 (health effect - impact code). Corrected: h6 (health effect - clinical code). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information received: a. Please clarify the allegation against the plate. Styloid screw hole is backing out. B. What was the reason for the removal of the plate? Plate is still in the patient and will be removed completely once the patient has healed. C. Please provide patient status/ outcome: patient is healing and is ok. D. Was there a surgical delay in relation to the reported event? 10 minutes. E. Confirmation that the event occurred intra-operatively during initial surgery. The screw did not have a good connection to the plate. F. Is the event date of (B)(6) the initial surgery, or when it became known the screw was backing out? Initial surgery date. G. Was the styloid screw inserted under power or by hand? By hand. H. Was a drill guide used to ensure proper angulation? Not the second time. I. If so, what drill guide was used? The second time the drill was used the surgeon redirected the drill without a drill guide. J. Please provide notice when the plate becomes available after it is explanted. Not sure when it will be removed but I will inform complaints.